Event description:
On (B)(6) 2023, a rhc was performed primarily for reasons unrelated to the pressure sensor. The sensor pressure readings were compared to the pressure readings from the catheter. The sensor was recalibrated and the baseline was decreased by 1.4 mmhg.the sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.